Manufacturer narrative:
Batch review performed on 09 july 2018; lot 166833: (B)(4) items manufactured and released on 18 january 2017. Expiration date:2022-01-04; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to tibial tray loosening, 9 months after surgery.

Manufacturer narrative:
Patient match planning review performed on 26 july 2018 by patient match department our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly. Clinical evaluation perfomed by medical affairs director one year after primary tka the tibial tray got loose. No xrays are available for analysis. We could not detrmine if the problem arose from detachment of the tray from the cement layer or if it was a loosening of cement mantle from bone, or both. We regret not being able to proceed further with the investigation in this case.